Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported 'cable not working, sensor led flashes, intermittent (and dodgy: pleth not continuous, reading not continuous) reading on philips monitor, tried same sensor with a different cable - all ok.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed., corrected data: model number corrected from 4083 to 25455-002.